Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images show preoperative lumbar films show degenerative spine at l4 and l5. Single level fusion performed with inter body spacer and pedicle screws at l4/5. Only 4.75 rods were used. L4 screws are reported as loose, but this cannot be verified on these films. Lysis of bone around the l4 and l5 screws appears to be present. No revision has been reported to date.